Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure with a qdot micro, the patient experienced a (rca) right coronary occlusion. During the procedure, the patient suffered a right coronary artery (rca) occlusion. The patient went into st-segment elevation myocardial infarction (stemi) about one to two hours after the procedure. Medical intervention provided to the patient with a wire inserted into the coronary. The patient was stable and will make a full recovery. The physician did not know what caused the injury but mentioned that it may have been due to the aggressive ablation completed on the cavo-triscupid isthmus (cti) line. However, the physician could not confirm the cause of the injury. Additional information indicated that the patient did not require extended hospitalization.